Manufacturer narrative:
(B)(4) g2: foreign - this event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during the surgery, the product could not be used for the surgery as intended. The correct surgical technique was being followed and no excess force was used during deployment. In consequence, an alternate device was used to complete the surgery. The surgery was completed successfully. After that, it was found that the device was fractured at about inside of the black button. No foreign body was retained in the body and the patient did not experience any harm due to the event.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 the reported event is confirmed as product was returned. The juggerstitch was returned with no packaging components/materials and has not been cycled. The sutures and the anchors remain in the needle tip. The tabs on the front end assembly have fractured and remain inside the handle of the juggerstitch. No other damage is noted to the juggerstitch. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.